Event description:
It was reported that the surgeon was doing a lami and said that the tip accidentally touch the dura and created a dura tear. They said because it ossilates that it help decrease the severity of the tear.

Manufacturer narrative:
Clinical code: 1417 - dural tear. No part returned. No additional information was provided regarding the event. The observed overall risk level is low, which is within the anticipated risk level. No other determinations can be made at this time.